Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 25 mg/dl and was admitted to the emergency room. Reportedly, the customer has cancer and has lost significant weight in a short time period; therefore, possible cause was determined to be pump personal profile settings need adjustment.